Manufacturer narrative:
Findings: pump received with severely scratched display window, cracked case at display window corners, cracked reservoir tube lip and lcd bleeding.

Event description:
Customer called to report damage to the insulin pump. Customer stated that there are severe scratches on the display screen of the insulin pump. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.